Manufacturer narrative:
The insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. The insulin pump was monitored and tested with no low battery alert and unexpected battery out limit alarm noted. Pump received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit alert and customer had a high blood glucose level. The customer¿s blood glucose level was 559 mg/dl at the time of the incident. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.